Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, this lead exhibited noise, high capture thresholds, loss of capture and high out of range pacing impedance measurements. Additionally, a lead safety switch was triggered. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.